Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the product testing could not be performed as to date the lens remains implanted. The customer's reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The manufacturing data confirms no process deviations that may lead to lens incorrect sterilization process that may be undetected by our control process. The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an intraocular infection one (1) week after the implantation of the aspherical intraocular lens (model zcb00). Reportedly, the patient underwent anti-infective treatment. Additional information was received and it was leant that the account conducted an internal investigation for positive bacteria and identified that the results were not associated with the johnson and johnson products. The patient was reported as recovered. No additional information provided.